Manufacturer narrative:
The returned ipg sc-1132 sn (B)(4) and clik anchor sc-4316 lot# 19936176 were analyzed and no anomalies were found. Sc-8352-50 sn (B)(4) all proximal tips of the paddle lead were cleanly cut in same length during the explant procedure. Visual and x-ray inspections found additional three cuts and cable pulling/exposure near the paddle. These cuts are coincident with deep slices made by a medical tool and exhibited clean cuts. The complaint statement mentioned that there was no impedance anomaly prior to the explant. The damage to the device is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was experiencing a shocking and burning sensation at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Concomitant medical products: model#: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead; model#: sc-4316, lot#: 19936176, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing a shocking and burning sensation at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.